Event description:
Per parent, his daughter separated the zipper of the tech hub and eloped from the cubby bed. The parent said his daughter's kicking (of the tech hub) loosens the screws, she s able to get her arm out and then the zipper separates and she elopes. The parent states she has eloped only once but has kicked out the thumb screws and per her arm through previously. Per parent, a lock was in use at the time of elopement and later confirmed they were not using cubby locks. The complainant was unable to find a portal cover. The parent stated he could not determine if there was any damage to the zipper on the canopy side or the tech hub side. Parent said his daughter was not injured by this event. The customer followed up after the call that they found a tooth missing on the canopy side of the zipper and provided a picture that shows a missing tooth on the canopy side near the zipper stopper. A picture provided of the tech hub shows it's unzipped and hanging by a lock which appears to not be the provided lock. There was no report of injury as a result of the event.

Manufacturer narrative:
Sensory medical advised the customer to discontinue use of the cubby bed until damaged components could be replaced. Sensory medical has sent a replacement tech hub zipper component, hardware kit (includes locks) and portal cover. Replacement of the canopy is in process. 240822m24 is the lot for the canopy. Review of manufacturing records confirmed the lot passed all in process and final inspections. 08142024 is the lot for the tech hub. Review of manufacturing records confirmed the lot passed all in process and final inspections. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent entrapment and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required." Page 3 of the cubby bed user manual contains a warning for "use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks, and safety sheets every 30 days." Page 3 of the cubby bed user manual contains a warning for "if any damage is present, immediately discontinue use and contact cubby for repair or replacement." On page 22 includes a monthly maintenance checklist, one check is: "each zipper on the canopy is functional and seams of zippers are intact". Page 22 of the user manual, maintenance checklist, describes discontinuing use of the bed if anything is damaged or missing. The tech hub manual provides the following information: in the warnings section on page 3: · check this product for damaged hardware, loose joints, loose bolts or other fasteners, missing parts or sharp edges before and after assembly and frequently during use. Securely tighten loose bolts and other fasteners. Do not use product if any parts are missing, damaged or broken. Contact cubby for replacement parts and instructional literature if needed. Do not substitute parts. On page 19 maintenance checklist: discontinue use and contact us immediately if anything is damaged or missing. Technology hub zipper + cord loop are intact and lock is secured. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.